Event description:
Information was received that reported a patient was hospitalized with hyperglycemia. Per the reporter he changed his set and site that day. After the change, his blood sugars continued to rise until meter said "high." He did not attempt an injection nor did he call his md. He started feeling nauseous and his wife took him to the emergency room at 9:30 pm where his blood sugar was tested at 575 and he had moderate ketones. He was admitted and treated with IV fluids and insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or functional failure was detected and the product was within specification.